Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's right eye due to a hyperopic surprise. The patient had a refractive error of -3.50 and foggy vision, best corrected vision was 20/50. The replacement lens was not provided. No other information was provided.

Manufacturer narrative:
Age or date of birth,weight and ethnicity: unknown/not provided. Date of event: the exact date is unknown, the best estimate is prior to (B)(6) 2022. If implanted; give date: unknown/not provided. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional info: additional information was provided with the patient's date of birth, gender, and implant date. Therefore, the following fields that were previously reported as unknown have now been updated accordingly: section a2: age/date of birth: 7/4/1969. Section a3: sex/gender: female. Section d6a: if implanted; give date: 9/1/2022. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.